Event description:
Clinical information: (B)(4) catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 14f amplatzer torqvue 45x45 delivery sheath was selected for procedure. On (B)(6) 2023, the patient got of get and their groin access site wound began to bleed. The patient contacted emergency services (911) and paramedics arrived and applied pressure at the site. The paramedics contacted they cardiology office and the patient was told to stay in bed for the day. The patient followed these instructions and the bleeding stopped.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event bleeding at access site was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the patient got out of bed and their groin access site wound began to bleed. Based on the information received, a cause of the reported incident could not be conclusively determined. Bleeding at the access site is a possible outcome of the procedure per the instructions for use. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 14f amplatzer torqvue 45x45 delivery sheath was selected for procedure. On (B)(6) 2023, the patient got of get and their groin access site wound began to bleed. The patient contacted emergency services (911) and paramedics arrived and applied pressure at the site. The paramedics contacted they cardiology office and the patient patient was told to stay in bed for the day. The patient followed these instructions and the bleeding stopped. Subsequent to the previously filed report, additional information was received that the patient had remained hemodynamically stable throughout the implant procedure. It was also noted that there was no transfusion required/performed due to the patient's bleeding event. There were no issues advancing/inserting the 14f amplatzer torqvue 45x45 delivery sheath during procedure the bleeding was at the access site of the 14f amplatzer torqvue 45x45 delivery sheath. The cause of the bleeding is believed to be from hemostasis issues with patient movement. There is no allegation of malfunction against the 14f amplatzer torqvue 45x45 delivery sheath. The patient remained discharged and recovered at the time of report.